Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the customer in resetting the pump, successfully resolving the issue without recurrence. The customer was advised to continue using the pump and to contact support if any future issues occur.